Event description:
Surgeon was unable to register the pt's anatomy. Conversion to tkr procedure was required.

Manufacturer narrative:
The device was fully investigated, an determined there is no malfunction that could be identified in the system after the event occurred. The system was performing as expected in all cases. The root cause of the registration issue was determined to be a combination of poor segmentation and poor surgical technique.